Event description:
A (B)(6) year old male s/p coolsculpting of the lower abdomen on (B)(6) 2017. This was repeated on (B)(6) 2017 to the lower abdomen. On (B)(6) 2017 patient is noted to have paradoxical fat hyperplasia of the lower abdomen. Patient had coolsculpting of the lower abdomen to reduce localized adiposity. After two seasons, three months apart, patient is noted to have had an increase in localized adiposity without any significant weight change. Caliper pitch measurements went from 50 mm to 65 mm in the treated area. Photos of the patient support this observation. The manufacturer claims the incidence is 1 in 150,000 treatments. I have treated only 54 patients or 84 treatments. My concern is that the incidence of this problem is under reported. It seems quite unlikely that I would or should have ever seen it if the incidence is correct. Dates of use: (B)(6) 2017.